Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, cs reports, system history, system log files). The on-site service intervention revealed that the room height configuration at the facility were incorrect in relation to the actual ceiling height. Reconfiguration solved the issue. The c-arm now stops before it reaches the ceiling. However, it could not be determined why this incorrect value was used for the room height. The most likely root cause is an improper workmanship during installation. The installation manual contains adequate instructions for configuring and testing the system's collision zones. The occurrence rate of the reported error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis q zeego system. During an interventional procedure, the c-arm collided with the ceiling. The procedure was continued and successfully completed on the same system. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.